Manufacturer narrative:
Date of birth: 1945. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-00703. It was reported that rotawire fracture occurred and remained inside patient's body. The chronic total occlusion target lesion was located in the severely calcified tibial peroneal trunk artery. A 2.00mm peripheral rotalink® plus and a peripheral rotawire¿ and wireclip® torquer were selected for use. During procedure the wire was advanced; however, the physician noted that the consistency of the lesion contributed to a more severe bend on the wire and caused undue strain. The wire sheared off in the patient's vessel. Attempts were made to retrieve the detached wire but were unsuccessful as the physician was unable to get wire access to the vessel after the component broke. The detached component remains in the patient's body. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, sheath, coil, and burr were microscopically and visually inspected. The annulus was noticed to be damaged, not rounded. It is probable that the rotating burr came into contact with the guidewire during the procedure leading to the damaged annulus and fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00703. It was reported that rotawire fracture occurred and remained inside patient's body. The chronic total occlusion target lesion was located in the severely calcified tibial peroneal trunk artery. A 2.00mm peripheral rotalink® plus and a peripheral rotawire¿ and wireclip® torquer were selected for use. During procedure the wire was advanced; however the physician noted that the consistency of the lesion contributed to a more severe bend on the wire and caused undue strain. The wire sheared off in the patient's vessel. Attempts were made to retrieve the detached wire but were unsuccessful as the physician was unable to get wire access to the vessel after the component broke. The detached component remains in the patient's body. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was fine.